Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® k2e 10.8mg plus blood collection tube has been found experiencing low draw during use. The following has been provided by the initial reporter: while drawing the blood tubes loose vacuum.

Event description:
It has been reported that the bd vacutainer® k2e 10.8mg plus blood collection tube has been found experiencing low draw during use. The following has been provided by the initial reporter: while drawing the blood tubes loose vacuum.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.